Manufacturer narrative:
The calibration performed on (B)(6) 2022 had signals that were lower than expected. There were no alarms were noted. The customer stated that the qcs were within the specified ranges. The alarm trace revealed "procell short" and "abnormal aspiration (sample probe a)" alarms. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received a questionable elecsys troponin t hs assay result for one patient sample tested on the cobas 8000 e 801 module. The initial result was reported outside of the laboratory. The result was questioned by the clinician after the result of the second sample was reported. On (B)(6) 2022 at 7:25 pm, the initial result of the first sample using an aliquot was 535 ng/l. The result of the second sample was 54 ng/l. On (B)(6) 2022 at 3:03 am, the first repeat result of the first sample using the primary tube was 48.7 ng/l. The second repeat result of the first sample at 3:37 am was 48.2 ng/l. This repeat result was deemed correct. The reagent lot number is 530951 with an expiration date of 31-jul-2022.